Event description:
It was reported the customer was hospitalized due to high blood over 300 mg/dl, treated with insulin drip. Customer symptom was vomiting. Customer was diagnosed with diabetic ketoacidosis. Customer's doctor took him off the device and blood glucose lowered. Doctor attempted to put the device back on and blood glucose went up again. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Cannula was not bent when the infusion set was removed. No further information reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.